Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/11/2026. It was reported that signal loss occurred. Data was further reviewed. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred. The patient reported experiencing signal loss between their cgm sensor and insulin pump, followed by a hyperglycemic event. On (B)(6) 2026, in the evening, the dexcom device alerted the patient that the cgm sensor and insulin pump were not connected. The patient did not report any specific symptoms at the time; however, a fingerstick blood glucose reading showed a value of 570 mg/dl. A friend transported the patient to the hospital. The patient does not recall the blood glucose value obtained upon arrival but stated that they would have been in diabetic ketoacidosis (dka). No details regarding treatment provided in the hospital were reported. At the time of the follow-up report, the patient had been hospitalized for five days and stated they were expected to be discharged later that day. The patient reported being stable at the time of the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.